Event description:
It was reported that during a procedure using a coblator ii controller, the unit stopped working in the middle of the procedure. The procedure was completed successfully using a competitive device. There were no significant delays or patient complications reported as a result of this event.